Event description:
It was reported that during a hemorrhoidopexy the red safety button could only be moved with application of excessive force. The staple line was ok. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Results: incomplete firing cycle, uncut washer ¿ blemished the analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.